Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate therapy. Programming changes were performed. The patient condition was stable.